Event description:
Patient reported via regulatory agency right side implant exchange from textured to smooth implants due to the patient's concern with the product. Patient later reported "swelling in the right breast area." Healthcare professional additionally reported capsular contracture baker grade iii. Healthcare professional later reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, e4, g1.

Event description:
Patient reported via regulatory agency right side implant exchange from textured to smooth implants due to the patient's concern with the product. Patient reported "swelling in the right breast area." Healthcare professional reported right side baker grade iii capsular contracture. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5088616. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Patient reported via regulatory agency right side implant exchange from textured to smooth implants due to the patient's concern with the product. Patient later reported "swelling in the right breast area." Healthcare professional additionally reported capsular contracture baker grade iii. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and not replaced.